Event description:
Anesthesia staff noticed pt taking longer to recover from anesthesia even though machine turned off. Company representative came in to evaluate and found a gasket not sealed correctly. No further problems noted after service.